Manufacturer narrative:
Investigation summary: two (2) samples and one (1) photo were provided by the customer for investigation. The samples have black streaks on the plunger rods. The photo provided by the customer also shows a plunger rod with black streaks. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8165547 item #309653. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8332861 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: black streaks can be caused when a molding press faults and alarms. If the conveyor is not reversed by the tech when clearing the alarm, the defective product can get into production rationale: bd acknowledges that the returned samples have foreign matter embedded in the plunger rod; however, as these two (2) occurrences would not exceed the acceptable quality limit (aql) of ¿foreign matter ¿ embedded on component > 1/32 in = 1.00% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8165547, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-14. Medical device lot #: 8332861, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-28.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 309653, batch no.: 8165547, 8332861. There was a black ink substance on the inside of the plastic of one of the syringe plungers. A (B)(6) pediatric pharmacy technician noticed dark streaks on the outside of the barrel of the syringe. She stopped the line and reported the event to pharmacy leadership.